Event description:
It was reported that leakage occurred with a bd¿ syringe with needle. The following information was provided by the initial reporter, "the hemodialysis center reported that when the patient was performing hemodialysis, and used the extension tube connected to the hemodialysis tube by injection to open the clamp without withdrawal, the blood rushed into the syringe, when the clamp was closed and another syringe was replaced, there was no blood backflush." 7 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1905281 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two picture samples were received for evaluation by our quality engineer team. Through examination of the pictures, leakage was observed. For further investigation, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were tested for leakage and no signs were observed. A definite cause could not be determined for this incident; however, it is possible that the leakage resulted from damage to the plunger lip component.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd¿ syringe with needle. The following information was provided by the initial reporter, "the hemodialysis center reported that when the patient was performing hemodialysis, and used the extension tube connected to the hemodialysis tube by injection to open the clamp without withdrawal, the blood rushed into the syringe, when the clamp was closed and another syringe was replaced, there was no blood backflush." 7 occurrences were reported.